Event description:
A retrospective review of complaints open since 2005 was performed based upon a notification for refractive surgery MDR reportability criteria from regulatory compliance, alcon chief, reporting systems monitoring branch, FDA in 2005. This complaint met the reporting criteria for device malfunction without injury. A systems operator reports that following a prk custom enhancement over a lasik primary procedure, the pt is approximately 5 diopters over corrected. The surgeon indicated he did not feel the device was at fault, but was requesting assistance with how to treat this pt further. A review of this pt's medical records indicate both eyes were initially treated. The early results were good and the pt was very pleased. However, the right eye began to regress through the healing process. At 8 months post-op, the right eye was over corrected by 2.5 diopters. About one year later an enhancement was performed on the right eye only. The procedure chosen for the enhancement, custom lasek, is an off-label use for this device. At two months post-op, the pt was 5 diopters over corrected. Throughout this event, the pt was always correctable to 20/15; there was no loss of bcva.